Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a revision surgery was performed with an arthrex product involved. No further information was provided. Update 14-may-2020: confirmation received that performed surgery was a revision of an eclipse with a peg-glenoid five years after initial surgery. No further information has been made available.